Manufacturer narrative:
Description and justification of the action (corrective/preventive): we currently request the customer not to use the screen display to report results. Only use printout or transmission through lis system. If the customer experiences any of the above mentioned issues, they are instructed to contact horiba medical immediately. Actions to be taken by the distributor and the user. Recommendation is not to report results read on the screen. The laboratory may report results from printed ticket, report, lis or stored in archive on the memory card. Potentially 125 units may be impacted in the us. A notification has been drafted and is included.

Event description:
The problem concerns an ivd hematology analyzer, it has been seen internally during manufacturing, not by a user. Unwanted/erroneous characters and/or values may appear on the lcd screen only, when returning to screen results after the following events: a technical alarm of the system (see user manual, section 5. "Maintenance & troubleshooting", chapter 2.5. "Troubleshooting specific error messages"), an access to the contrast adjustment function (see user manual: section 5, "maintenance & troubleshooting", chapter 1.3.7.2. "Lcd contrast adjustment"). At the time the result is displayed on the screen, if an event such as the ones above mentioned occurs, the information linked with the event will be displayed on the lcd screen in place of the results (for instance "printer error"). When returning to the result display, the data might have been modified by unwanted /unexpected characters, result values might be erroneous as well. Horiba abx in (B)(4) - us agent and distributor, was notified directly by manufacturer. No reported occurrences in the us. When the result is displayed right after the run, values are correct.